Event description:
A malfunction was reported with a code displayed as malf 12 on the customer¿s insulin pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with information to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction recurred, and they understood the instructions.